Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: vanguard left lateral bearing, cat#: 195814 lot#: 377300. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06658, 0001825034-2017-06659. Product location unknown.

Event description:
It was reported that the patient was revised to address medio-lateral instability. No additional patient consequences were reported.